Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had her implantable neurostimulator removed several years prior to the report, but they left the lead in. The patient has severe nerve damage and the implantable neurostimulator never helped her, and it was more of another level of annoyance. It was explanted about 7 years prior to the report. There were no further complications reported.